Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed there was a crack on the battery door. Functional testing involved attempting to power up the pump and the device duplicated the reported issue. The pump was opened and evidence of ingression around the downstream occlusion sensor and lemo connectors was found. Corrosion was occurring in several places on the rear housing under the insulator and some on the board. The problem source could not be identified. The main board and downstream occlusion sensor were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump kept beeping and would not power on. No adverse effects were reported.